Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose of 527mg/dl. Blank display was also reported on insulin pump, which was resolved by troubleshooting. Battery out limit was also reported. No symptoms or treatment were reported. The insulin pump is not expected to be returned for analysis.